Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the erosion, dysuria and pain was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually, microscopically inspected and tested for leaks. During the visual test, it was noted that the tab was torn, which likely occurred during explant. The cuff passed the leak test. Under the microscope, inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The separate piece of krt (kink resistant tubing) was visually, microscopically inspected and tested for leaks. During the visual test, no anomaly was noted. The piece of krt passed the leak test. Under the microscope, it was observed that there is fm (foreign material), likely tissue, in the wqc (window quick connector). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually, microscopically inspected and tested for leaks. During the visual inspection, no abnormality was observed. The pump passed the leak test. Under the microscope, it was observed that there were very small fms (foreign material) in the pump and slight wear on the krt. Inspection of the remainder of the device, apart from the observed damage/irregularities, revealed no other damage or irregularities. The pump was not functionally tested due to the identified fm in the pump. No product malfunction was identified. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Erosion, dysuria and pain are included as potential adverse event in the product labeling. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events of erosion, dysuria and pain are included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion. The patient experienced urination discomfort and pain. Following the surgery, the patient was stable, doing well and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the erosion, dysuria and pain was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually, microscopically inspected and tested for leaks. During the visual test, it was noted that the tab was torn, which likely occurred during explant. The cuff passed the leak test. Under the microscope, inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The separate piece of krt (kink resistant tubing) was visually, microscopically inspected and tested for leaks. During the visual test, no anomaly was noted. The piece of krt passed the leak test. Under the microscope, it was observed that there is fm (foreign material), likely tissue, in the wqc (window quick connector). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually, microscopically inspected and tested for leaks. During the visual inspection, no abnormality was observed. The pump passed the leak test. Under the microscope, it was observed that there were very small fms (foreign material) in the pump and slight wear on the krt. Inspection of the remainder of the device, apart from the observed damage/irregularities, revealed no other damage or irregularities. The pump was not functionally tested due to the identified fm in the pump. No product malfunction was identified. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Erosion, dysuria and pain are included as potential adverse event in the product labeling. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events of erosion, dysuria and pain are included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion. The patient experienced urination discomfort and pain. Following the surgery, the patient was stable, doing well and the event resolved. A new cuff and pump were reimplanted on a later date.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion. The patient experienced urination discomfort and pain. Following the surgery, the patient was stable, doing well and the event resolved.